Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the libre 3 freestyle application. Customer was unable to access their libre 3 freestyle account due to an unspecified app error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "speech disturbance, seizure, and hyperglycemia", requiring treatment of insulin by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. An attempt to replicate the user complaint (unknown phone type/os/application version) was made with both android 13, application version 3.4.0.9487 configuration and iphone 16.3.1, application version 3.4.1.7374 configuration. Sensor activation, sensor readings, and alarm notifications were all successfully received. The reported complaint could not be replicated. As it is unknown if the user was using android or ios with the fs libre 3 sensor, d4 - model no and g4 - PMA/510(k) # has been populated for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following sections have been updated from pervious submissions, to properly reflect currently known information: b5 ¿ describe event or problem d1 ¿ brand name d4 ¿ model no d4 ¿ serial no g4 ¿ PMA/510(k) # h5 ¿ labeled for single use h6 ¿ adverse event problem, type of investigation and investigation conclusions h10 ¿ addtl mfg narrative.

Event description:
An unspecified issue was reported with the adc application. The customer reported that due to this issue, the customer experienced symptoms of speech disturbance and seizure. The customer had contact with a healthcare professional, and was provided unspecified treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified issue was reported with the libre 3 freestyle application. Customer was unable to access their libre 3 freestyle account due to an unspecified app error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "speech disturbance, seizure, and hyperglycemia", requiring treatment of insulin by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported that was unable to access their libre 3 freestyle account due to an unspecified app error. The investigated the freestyle libre 3 complaint and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. There was not enough information has been provided on the complaint. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.